Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Product was not returned to zimmer biomet for investigation, although part and lot were provided. Device history record review was performed and no discrepancies were found. Root cause was unable to be determined due to the part not being returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Revision due to pain, limited mobility, and suspected infection.